Event description:
Physician reported capsular contracture - baker grade unknown and pain. Ultrasound identified, thin periprosthetic liquid strip of 1,5mm, at level cii, severe diastasis of anterior abdominal musculature with pseudo-extension¿ is not device related, ¿lipodystrophy¿, ¿breast hypoplasia and presence of lymphoid cellularity. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs. Seroma-late: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of capsular contracture, seroma- late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, lymphadenopathy, and seroma late.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5.

Event description:
Healthcare professional reported capsular contracture - baker grade IV and pain. Capsule sent for examination. Ultrasound identified, thin periprosthetic liquid strip of 1,5mm, at level cii, severe diastasis of anterior abdominal musculature with pseudo-extension¿, ¿lipodystrophy¿, ¿breast hypoplasia and presence of lymphoid cellularity. Device has been explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported capsular contracture - baker grade IV and pain. Capsule sent for examination. Ultrasound identified, thin periprosthetic liquid strip of 1,5mm, at level cii, severe diastasis of anterior abdominal musculature with pseudo-extension¿, ¿lipodystrophy¿, ¿breast hypoplasia and presence of lymphoid cellularity. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Lymphadenopathy: unable to observe as it is a medical event not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: yellow particles observed in the surface of the shell. Observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.